Manufacturer narrative:
Additional devices implanted and involved in this event: rlt311415/14534024 and pxl161007/14431627. UDI numbers for the lots are as follows: lot 13974075: (B)(4), lot 14534024: (B)(4), lot 14431627: (B)(4). Concomitant medical products: the patient's medications include: doxazosin mesylate, verapamil hci ER, venlafaxine hydrochloride, simvastatin, aspirin, trazodone hydrochloride, clonazepam, anaprox ds, cetirizine hci, flonase allergy relief, vitamin d3 and nebulizer. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with three gore&#59397;excluder aaa endoprostheses. It was reported all devices were implanted without issue, and intra- and post-operative imaging showed no evidence of vessel trauma or other clinical issues. The patient tolerated the procedure with no adverse events. On (B)(6) 2016, the patient complained of left leg pain. Imaging showed thrombus accumulation and complete occlusion of the left contralateral leg component. Later that same day, the patient was brought back to the operating room and an additional procedure was performed to treat the occlusion. A thrombectomy was performed and two bare metal stents (manufacturer unknown) placed into the area of occlusion resulting in the successful revascularization of the left extremity. On (B)(6) 2016, the patient experienced right leg pain and loss of sensation in the right foot. Post-operative ultrasound showed thrombus accumulation and complete occlusion of the trunk-ipsilateral leg and the iliac extender components implanted on the patient's right side. On (B)(6) 2016, femoral popliteal bypass surgery was performed to restore vascularization to the right extremity and foot. The procedure was completed without issue, however sensation in the right foot was not restored. The physician will continue to monitor the patient. Reportedly, the cause of device occlusion is unclear, as the patient is reported to have no known history of thrombotic events.